Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw want, the wand stopped working properly after 2 minutes of activation. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.